Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported the implant wasn't addressing the pain. The sales rep had adjusted the settings, but the patient thought the placement of the device might be wrong. No further complications were reported or anticipated.